Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead experienced a syncopal episode. Review of stored device memory noted a ventricular fibrillation (vf) episode that correlated with the syncope. The device was noted to have appropriately detected the rhythm, however, the rhythm broke on its own and shock therapy was appropriately diverted. Additionally, high out of range shock impedance measurements greater than 125 ohms were observed. Boston scientific technical services (ts) discussed troubleshooting options. The patient was sedated and two 1.1 joule shocks were delivered to test the system. Shock impedance measurements were noted to be within normal limits following shock delivery at 97-98 ohms. The physician will continue monitoring. This product remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. It was reported that the device delivered appropriate shock therapy and shock impedance measurements were noted to be 117 ohms, however, during in clinic testing, shock impedance measurements were noted to be 140 ohms with delivery of commanded shocks. Boston scientific technical services (ts) discussed potential causes and troubleshooting options.

Manufacturer narrative:
Additional information was received that the product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.